Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak remains unknown.

Event description:
During an atrial fibrillation procedure, air was aspirated. The procedure was completed without replacing the introducer and there were no adverse consequences to the patient.